Manufacturer narrative:
During an internal review, it was noted that there was an error on the evaluation summary of the 3500a supplemental. It was stated, "the root cause of the tamponade and patient cause of decease remains unknown." However, the patient did not expire. Therefore, this sentence should read as, "the root cause of the tamponade remains unknown." (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/10/2015. (B)(4) it was reported that a patient, (B)(6), female, underwent a idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. The event was discovered post use. A pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 570 ml of fluid were removed. A transseptal puncture was not performed. The event occurred during the mapping phase. There was no ablation in the site of the perforation. The settings were 25-35w, temperature cut off was 50c, and the flow rate during event was 2cc. The st. Jude medical fastcath 8.5f x 12cm sheath was used. The act maintained during the procedure was 250-300. The patient was reported to be in stable condition at the time the complaint was reported but required a few more days for observation. The physician¿s opinion regarding the cause of this adverse event was that the perforation occurred during the catheter manipulation. They saw hi force contact prior to noticing the effusion on the ultrasound. The physician does not believe the catheters were at fault. It was just the case and where they were working. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the catheter passed all specifications. The root cause of the tamponade and patient cause of decease remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3: model #:m-4800-01, serial #: (B)(4); stockert: model #: m-5463-01, serial #: (B)(4); cool flow pump (hei06247); sterilmed reprocessed soundstar catheter: model #: m-5723-105, lot #: 1823925. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. The event was discovered post use. A pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 570 ml of fluid were removed. A transseptal puncture was not performed. The event occurred during the mapping phase. There was no ablation in the site of the perforation. The settings were 25-35w, temperature cut off was 50c, and the flow rate during event was 2cc. The st. Jude medical fastcath 8.5f x 12cm sheath was used. The act maintained during the procedure was 250-300. The patient was reported to be in stable condition at the time the complaint was reported but required a few more days for observation. The physician¿s opinion regarding the cause of this adverse event was that the perforation occurred during the catheter manipulation. They saw hi force contact prior to noticing the effusion on the ultrasound. The physician does not believe the catheters were at fault. It was just the case and where they were working.